Manufacturer narrative:
Analysis found the handpiece stalling and error code 15. Hence, pre repair test could not be conducted due to stalling handpiece. Further inspection found housing and motor cable assembly were heavily corroded. Housing and motor cable assembly to be replaced along with associated parts. Handpiece to be tested to manufacturer specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece was heating up and has funny sound and rattling sound during the procedure. There was no patient impact.